Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately four days of intra-aortic balloon (iab) therapy, there was a significant different between the blood pressure reading displayed on the console and the reading obtained from the monitor. Calibration was performed and the value returned. However, approximately 90 minutes later, the values were significantly different once again. Calibration was performed again. There was no patient harm or adverse event reported.

Manufacturer narrative:
No decontamination performed since product was not returned for evaluation. However, a video and photos were provided by the customer of the pressure waveform on the cardiosave pump and an external monitor of the reported failure with the involved device. Visual examination of the provided video and photos confirms the reported difficulty to monitor the pressure. The likely cause may have been a failed sensor. However, since the device was not returned for evaluation, we are unable to conclusively determine the root cause. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.